Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: flat creases and curved opening. Leak test and microscopic analysis were performed which identified; two striated openings on the anterior side and punctured. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated opening on anterior assessed as surgical damage consistent in the use of some surgical tool, and striated, punctured on posterior assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Device was explanted.